Event description:
The clinician reports that the day the implant was placed in ada 28, failure occurred upon insertion. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, bleeding and inflammation. No further patient complications were reported.